Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon eval, trunk cable was pulled from the strain relief. The cause of the non-functional electrodes is the damaged connector. The cause of the damaged connector is a pulled trunk cable. The root cause of the pulled cable is excessive force on the trunk cable. No adverse event resulted from the damaged cable and connector.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.